Event description:
Same case as 2134265-2012-08092. It was reported that during prep for a rotational atherectomy procedure, a wire fracture occurred. The 99% stenotic lesion was located in a moderately tortuous and moderately calcified mid left anterior descending artery. While platform testing the 1.5mm rotalink plus atherectomy catheter outside the patient's body, the rotawire extra support guide wire became fractured near the proximal end of the guide catheter hub. The procedure was completed with another of the same devices. No patient complications were reported and the patient's status is good.

Event description:
Same case as 2134265-2012-08092. It was reported that during prep for a rotational atherectomy procedure, a wire fracture occurred. The 99% stenotic lesion was located in a moderately tortuous and moderately calcified mid left anterior descending artery. While platform testing the 1.5mm rotalink plus atherectomy catheter outside the patient's body, the rotawire extra support guide wire became fractured near the proximal end of the guide catheter hub. The procedure was completed with another of the same devices. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the rotablator plus unit was returned to site connected together. A visual examination of the complaint plus unit was carried out. A tug test and disconnect/connect test were performed to examine the integrity of the connection. No issues were noted with the unit's handshake connector during the connection of the device. A test guidewire could not be inserted into the returned plus unit as resistance was met when loading the guidewire onto the plus unit. The burr was microscopically examined and the burr annulus was found to be damaged/flared. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).